Manufacturer narrative:
There is a temporal relationship between pd therapy utilizing the fresenius cycler set and the patient¿s hospitalization for peritonitis. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the fresenius cycler set was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the reported information, the patient¿s peritonitis was most likely due to a breach in aseptic technique. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius via a customer experience survey that this patient discontinued peritoneal dialysis (pd) modality due to experiencing a serious infection. There were no recorded issues with a fresenius device, or product in relation to the reported events in the initial report. Additional information about the event was obtained through follow-up with a pd nurse familiar with the patient. The pd nurse indicated that the patient was hospitalized with peritonitis while previously on pd therapy with unknown fresenius cycler and cassette. The nurse was not able to provide the exact date of this event but stated it occurred over a year prior. The nurse had limited information about the hospitalization. However, it was reported the patient was transitioned to hemodialysis for renal replacement needs and remains on this modality currently. The nurse reported the patient¿s peritonitis was not related to any issues with fresenius products. The nurse indicated the peritonitis was caused by patient breach in aseptic technique. No further adverse events were reported.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A device history review (DHR) could not be performed on the products shipped to the patient as a patient identifier or account number was not provided. Based on the complaint description and provided information the peritonitis was attributed to breach in aseptic technique. The alleged event is confirmed as the cause is traced to the user. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿.

Event description:
It was reported to fresenius via a customer experience survey that this patient discontinued peritoneal dialysis (pd) modality due to experiencing a serious infection. There were no recorded issues with a fresenius device, or product in relation to the reported events in the initial report. Additional information about the event was obtained through follow-up with a pd nurse familiar with the patient. The pd nurse indicated that the patient was hospitalized with peritonitis while previously on pd therapy with unknown fresenius cycler and cassette. The nurse was not able to provide the exact date of this event but stated it occurred over a year prior. The nurse had limited information about the hospitalization. However, it was reported the patient was transitioned to hemodialysis for renal replacement needs and remains on this modality currently. The nurse reported the patient¿s peritonitis was not related to any issues with fresenius products. The nurse indicated the peritonitis was caused by patient breach in aseptic technique. No further adverse events were reported.